Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced nausea, vomiting and pain. She had high blood glucose level of 5 g/l with three crosses of ketones and was consequently hospitalized. Further, her doctor and nurses noticed that there were air bubbles on the tubing and something like a hole, which could explain the leak of insulin. Therefore, she should have stayed without insulin for 6 hours. Consequently, the patient was hospitalized for three days. Upon investigation of the returned used device (1 tubing), it was noticed that the tubing was returned damage (perforated). No further information available.